Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump also had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is unknown. The insulin pump will be replaced.